Event description:
The customer reported that, during maintenance of the subject device, there was no image. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found error code e315 (scope error) occurred. This report is being submitted for the malfunction found during evaluation (error code e315). There was no patient involvement.

Manufacturer narrative:
During inspection and testing, service found error code e315 (scope error) occurred and there was no image from the device. The water detection sticker inside the scope connector was discolored indicating water infiltration. A review of the device history record found no deviations that could have caused or contributed to error code e315. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code occurred because, during user handling of the device, water invaded the scope connector, an abnormality in the electrical components occurred, and the error message was displayed. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following instruction, which may help to prevent the issue: "inspection of the endoscopic image" the device's instruction manual provides the following caution, which may help to prevent the issue: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device. In addition, the light cover glass was chipped due to handling, the adhesive on the distal end was lifting, there was water ingress in the scope connector, angulation in the up/down direction was out of specification, there was play in the angulation in up/down and left/right directions, and the electrical safety test was out of specification. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.